Event description:
It was reported that guidewire fracture occurred. A short taper 300cm straight tip v-14 control wire guidewire was selected for use. However, while using the device, the tip broke and it remained inside the patient's artery. The patient was being admitted and was eventually discharged from the hospital.

Event description:
It was reported that guidewire detachment occurred. A short taper 300cm straight tip v-14 control wire guidewire was selected for use. However, while using the device, the tip broke and it remained inside the patient's artery. The patient was being admitted and was eventually discharged from the hospital.

Manufacturer narrative:
H1 - type of reportable event: corrected to malfunction. H6 - device codes: corrected patient code from foreign body in patient to no clinical signs, symptoms or conditions. H6 - impact codes from serious injury to hospitalization or prolonged hospitalization. H6 - device codes: corrected from fracture to detachment of device or device component.